Event description:
Per medwatch letter mw5108260: it was reported no disposable pump won't run alarm with cadd legacy pump when cassette changed, cadd legacy pump serial number add cassette 100 ml with flowstop lot number 4189940. Expiration date september 1, 2026. Replacement sent no further details provided.